Event description:
It was reported that the patient with this implantable lead had an infection. Reportedly, the wound was not healing appropriately since the device was implanted. A revision was performed, and the s-ICD pulse generator and electrode were explanted. No additional adverse patient effects were reported. The lead was not returned for analysis.